Manufacturer narrative:
Additional/corrected information has been provided in the following: brand name. Additional devices were added to this event after the initial medwatch was submitted. Unknown triathlon cemented size 4 femur; unknown size 3 tibia; unknown 36-mm round patella. An event regarding alleged pain involving an unknown knee was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the patient reported that she started to feel a pain as well as audible popping noise in her left knee. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The patient has a stryker left knee and has to have it replaced again. She states that she has only had it for a year and a half but now the knee is not functioning properly. The patient states that when she bends her knee her femur goes across her tibia and past the tibia, so her femur pokes out in front of her knee which is extremely painful. The patient notes that the knee was working well for about 6 months and then started to deteriorate and her doctor said it was no good and they would have to do the surgery again. The patient is upset that she has to go through the surgical process all over again including taking time off of work and the knee should have lasted at least 10 years. The patient does not think she should have to pay for her medical expenses out-of-pocket since this is a manufacture defect and would like to speak with someone about how to address this issue. Update 4/25/2016: patient stated she had a left total knee replacement on (B)(6) 2014 by the surgeon at (B)(6) hospital in (B)(6). Patient stated that approximately 8 months after her surgery she started to feel a pain as well as audible popping noise. She states that when she bends her knee at a 90 degree angle, the femur goes across and in front of the tibia. She is currently seeing a doctor at (B)(6). The doctor is requesting that the patient get a total knee revision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The patient has a stryker left knee and has to have it replaced again. She states that she has only had it for a year and a half but now the knee is not functioning properly. The patient states that when she bends her knee her femur goes across her tibia and past the tibia, so her femur pokes out in front of her knee which is extremely painful. The patient notes that the knee was working well for about 6 months and then started to deteriorate and her doctor said it was no good and they would have to do the surgery again. The patient is upset that she has to go through the surgical process all over again including taking time off of work and the knee should have lasted at least 10 years. The patient does not think she should have to pay for her medical expenses out-of-pocket since this is a manufacture defect and would like to speak with someone about how to address this issue. Update 4/25/2016: patient stated she had a left total knee replacement on (B)(6) 2014 by the surgeon at (B)(6) hospital in (B)(6). Patient stated that approximately 8 months after her surgery she started to feel a pain as well as audible popping noise. She states that when she bends her knee at a 90 degree angle, the femur goes across and in front of the tibia. She is currently seeing a doctor at (B)(6) orthopedics in (B)(6). The doctor is requesting that the patient get a total knee revision.